Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / migration") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 38-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included body mass index normal, bloating, uterine bleeding, ovarian cyst, endometrial thickening, urinary frequency, abdominal discomfort, dizziness, celiac disease, constipation, nausea and vomiting. Concomitant products included meloxicam (mobic) since (B)(6). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy") and weight fluctuation ("weight gain/loss"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and fatigue ("fatigue"). The patient was treated with omeprazole and surgery (laparoscopic bilateral salpingectomy, removal of essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, rheumatoid arthritis, migraine, fatigue, dyspareunia, bladder disorder, urinary tract disorder, headache, gastrooesophageal reflux disease and weight fluctuation outcome was unknown and the menorrhagia, vaginal haemorrhage, allergy to metals and alopecia was resolving. The reporter considered allergy to metals, alopecia, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, rheumatoid arthritis, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: on (B)(6) 2016, it was determined that she required surgical intervention to address her complications; at that time she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet was received. Weight gain was updated to weight gain/ weight loss (weight fluctuations). Reporter information were added. Events onset date were updated. On 3-jul-2018: following routine quality monitoring the event "perforation" was clubbed with "migration" and recoded to fallopian tube perforation (treated with bilateral salpingectomy). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included body mass index normal, bloating, uterine bleeding, ovarian cyst, endometrial thickening, urinary frequency, abdominal discomfort, dizziness, celiac disease, constipation, nausea and vomiting. Concomitant products included meloxicam (mobic) since 2016 and omeprazole since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), pelvic pain ("chronic pelvic pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), alopecia ("hair loss") and abdominal pain lower ("right lower abdomen"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016) and surgery (laparoscopic bilateral salpingectomy, removal of essure,). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, rheumatoid arthritis, abdominal pain, migraine, fatigue, dyspareunia, bladder disorder, urinary tract disorder, headache, weight increased, gastrooesophageal reflux disease and abdominal pain lower outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, allergy to metals and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, device dislocation, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, perforation, rheumatoid arthritis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2016, it was determined that she required surgical intervention to address her complications; at that time she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, rheumatoid arthritis, bladder disorder, urinary tract disorder, headache, allergy to metals, weight increased, gastrooesophageal reflux disease, device monitoring procedure not performed were added. Reporter, patient demographic information, concomitant diseases, product stop date added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping / abdominal pain"), pelvic pain ("chronic pelvic pain"), migraine ("migraines"), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, abdominal pain, pelvic pain, migraine, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, migraine, pelvic pain and perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2016, it was determined that she required surgical intervention to address her complications; at that time she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.